Event description:
It was reported that the customer received an occlusion alarm. The customer changed the cartridge, infusion tubing and infusion site. The customer's blood glucose level was in the low 200s. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.